Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported going to the emergency room (ER) due to a cgm inaccuracy. The patient was also wearing a betabionics ilet insulin pump. The patient only provided the cgm and bg meter comparison values during the event and refused to provide any other event details, including patient symptoms, treatment details, or length of stay in the emergency room (ER). The patient¿s cgm was reading 194 mg/dl while the bg meter was reading 293 mg/dl. Another comparison set was a cgm reading of 387 mg/dl and bg meter reading of 360 mg/dl. A third comparison set was a cgm reading of 66 mg/dl and bg meter reading of 117 mg/dl. There were no times provided as to when these comparison values occurred during the event. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.